Manufacturer narrative:
Customer returned insulin pump for an alleged blank display found on (B)(6) 2021. Device received with blank flashing white display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display and missing segments. Device was cut open to perform visual inspection and found cracked lcd glass. Unable to determine partial display. Electrical board 1 was swapped out with a working test board and successfully downloaded history files and traces using thus. A stuck key alarm was found in the history file [(B)(6) 2021 at 6:20. (B)(6) 2021 7:41 and 7:51]. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case-corner of belt clip rails, pillowing keypad overlay, cracked retainer, corroded battery tube and minor scratches on lcd window. In summary, the customers alleged blank display was confirmed due to cracked lcd glass during visual inspection after opening up the case. However, the keypad unresponsive/button error alarm and the missing segments/partial display is unknown due to the display being blank. Additionally the insulin pump has a cracked retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was flashing. Customer reported that insulin pump was flashing white and keeps on alarming. Customer reported that display was flashing at time of call. Customer reported that insulin pump was stopped working and insulin pump was alarming. Customer reported that none of the buttons was working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.